Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A specific serial number could not be determined. However a cycler is not released unless there were no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records were received from the patient's clinic which revealed that the patient had an incident of peritonitis. The patient presented to the hospital with abdominal pain, nausea and vomiting. The patient was diagnosed with peritonitis and treated. The patient admitted to breaking sterile continuity of peritoneal dialysis catheter while hospitalized. The peritoneal dialysis nurse stated that education was provided to the patient on the severity of contamination and urgency of preventative measures following contamination. The patient was discharged from the hospital and continued treatment with the antibiotic cipro orally.